Event description:
The customer reported alleged hemolysis in a whole blood unit after centrifugation. Whole blood unit was drawn on a repeat donor. No medical intervention was necessary for this event. There was not a transfusion recipient or patient involved at the time of the visual inspection of the plasma, therefore, no patient information is reasonably known at the time of the event. Donor unit # (B)(6). This report is being filed due to alleged hemolysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation: this donor has donated blood successfully in the past and the units were processed and labeled without incident. On this occasion, the unit took 2.5 hours to leuko-filter. Post-filtration, the unit was spun per protocol. Upon inspection, the unit had a definite red tinge. The terumo bct support specialist asked the customer to spin the expressed plasma a second time, after the second spin the plasma was still red tinged (photographs were provided). The terumo bct support specialist asked the customer to inspect the tubing segments and she noted a distinct red tinge to the plasma. The manufacturing, testing and inspection records were reviewed for this lot. There were no abnormalities noted in the records. One set of the first satellite bag containing red blood cells and the second satellite bag containing plasma was received. Samples from each bag were centrifuged and hemolysis as reported was noted. The red blood cells were examined under magnification and no deformation was noted. The retention samples for this lot were visually inspected. The samples were also quantitatively tested for composition of solution and volume. No abnormalities were found with the retention samples. Root cause: a definitive root cause cannot be determined at this time. Possible root causes of hemolysis include the following: characteristics of blood - there is a possibility of hemolysis if donor's blood is characteristic of red blood cell fragility. Bacterial contamination - hemolysis is likely to occur if bacteria are present in the blood bag. Excessive cooling - blood is gradually congealed and eventually hemolyzed when it is cooled below -3c. There is a possibility of hemolysis due to this factor if a blood bag is locally cooled in the refrigerator.